Event description:
The customer reported that the device failed to power up and displayed a defib failure cycle power error message.

Manufacturer narrative:
The customer reported that the device failed to power up and displayed a defib failure cycle power error message. The customer evaluated the device and reported that he was able to resolve the error by swapping out the external data card. A replacement data card was sent to the customer.